Event description:
The hcp reported the pt was found dead at home. The device was explanted and returned to the MFR for analysis. The hcp states the treating physician had noticed a pump battery alarm - date unknown. It is known the last refill was 3/5/2003 and that the pump was beeping after it was explanted. The pump was interrogated with a successful telemetry showing a battery alarm. A f/u report will be sent when add'l info is rec'd.